Manufacturer narrative:
Patient information is not available for reporting. 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Results of the post-market surgeon user survey for rapidsorb¿ cranial clamp reported 20% breakage of rapidsorb cranial clamp implant during application and 5% inability to secure the bone flap intra-operatively as frequency of complication in 1- 5 adult carnal fixation procedures and 15- 20 pediatric carnal fixation procedures on unknown dates. No information is available about the results of any of the procedures or patient out comes. This report involves an unknown amount of devices. This is report 1 of 1 for (B)(4).